Event description:
It was reported that the patient¿s stimulator turned on and off while the patient walked. The patient felt this was positional. The adaptivestim feature was turned on and had not been turned off. This had been occurring for about 3 weeks since the last programming when adaptivestim was turned on. It was suggested that another group be added to the program and to remove the mobility function from the programming as well. It was also stated that when the patient laid down she did not feel stimulation on one side. It was noted that stimulation may not be turned high enough on the one side and could be adjusted. It was stated that the orientation of the device was correct. Additional information was requested, if received, a follow up report will be sent.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2010 (B)(6); product type lead product ID 37746, serial# (B)(4); product type programmer, patient product ID 3708120, serial# (B)(4), implanted: 2013 (B)(6); product type extension product ID 3708120, serial# (B)(4), implanted: 2013 (B)(6); product type extension. (B)(4).